Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The anomaly was discovered after the device was found programmed to vdd due to low impedance on the atrial lead. On (B)(6) 2017, the lead was capped and replaced. Patient was stable before, during, and after the procedure.